Event description:
It was reported that this right atrial lead exhibited farfield oversensing. Further evaluation of the system and reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported.